Event description:
It was reported that the patient presented to the catheterization lab with no blood flow in the right leg below the knee with gangrene in the right toes. The patient was brought to the cath lab as a last effort to save the right leg. The 2.0x20 mini trek dilatation catheter met resistance with anatomy during advancement to the heavily calcified target lesion in the proximal anterior tibial artery. The mini trek was inflated one time at 10 atmospheres for predilatation in the target lesion. The mini trek was successfully deflated. Midpoint in the procedure, the mini trek separated when it was being removed from the anatomy. The separated portion of the mini trek, the catheter tip and balloon, remained in the patient's artery. There was no attempt made to snare the separated balloon and the procedure was aborted. The patient underwent a right below the knee amputation. No additional information was provided.

Manufacturer narrative:
(B)(4) - coronary balloon used in peripheral vessel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the trek rx global instructions for use states the trek rx coronary dilatation catheters are indicated for coronary use. Based on the information reviewed, there is no indication of a product deficiency.